Event description:
Applied new freestyle libre 3 plus sensor today on my upper left arm (usual site). I noticed a bit of blood under the adhesive, but after monitoring for an hour, there was no additional blood coming out. Lot 1247196, sn (B)(6), expiry 30nov2025. Sensor is functioning well as it is able to provide blood glucose numbers.